Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a lot of interference when firing monopolar cautery. The customer started to convert the case to laparoscopic surgery before calling technical support. The technical support engineer (tse) asked the customer to troubleshoot issue, but the customer was unable. Prior to the call, the customer stated the monopolar instrument cord was replaced and moved the iesu power cords from one outlet to another, but the issue persisted. The tse reviewed live logs and there was video loss errors in logs pointing to scope. The tse stated that the issue was likely specific to the scope and recommended tagging the scope and setting aside once it is reprocessed. The procedure was converted to laparoscopic surgery with no reported injury. The customer stated they would call back for troubleshooting if issue reoccurs.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse performed troubleshooting on scope issues due to surgeon refusing to use the system for any follow on cases. Fse found no issues with the 0 degree scope. Then the stated they had the same issue approximately one week ago with a 30 degree scope that was returned for RMA. Fse will replace the endoscope controller (ec) for customer satisfaction. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the ec associated with this complaint and completed its investigation. Failure analysis (fa) did not confirm any issue with the ec as the unit passed testing without issue.